Event description:
It was reported to tyco healthcare/kendall in 2005 that customer had foley catheter. According to the customer foley catheter would not deflate, valve was cut off in attempt to deflate balloon still no deflation, catheter was then removed fully inflated. Pt experienced some bleeding no other injuries reported.